Manufacturer narrative:
Additional procedure required: this MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The patient stated that the device was leaking. The device was then noted to be cracked and the clear tubing separated from hub. A new PICC was placed in the patient. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence